Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received july 11, 2022, with lot number 1403868. Visual analysis of the returned device identified flat creases, white particles device inner surface and one crack opening. Leak test and microscopic analysis was performed which identified one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.